Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient lost therapy about three months ago and the ipg was inoperable. As a result the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.